Event description:
It was reported that the device was dropped and the screen fully separated from the ilet body, consistent with a device mechanical damage to the enclosure/display assembly. Symptoms included no reported adverse health effects. Outcomes included reliance on an alternative insulin therapy while awaiting a replacement device. Investigation included review of customer-provided photographs and collection of device identifying information. Investigation of this case revealed physical damage from a drop with resultant screen detachment. It was concluded that the event resulted from accidental damage and was not related to a device malfunction.